Event description:
It was reported that while ventilating a patient, the numerical values for inspiratory tidal volume, respiratory rate and expiratory tidal volume were not displayed on the ventilator's screen. There was no patient harm. Manufacturer's ref # : (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs indicate a leakage occurred. The leakage is measured to exceeding 80%. According to the user¿s manual, values that are off the scale are replaced by three asterisks. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The cause of the reported loss of numerical values on the screen was an excessive leakage where the values on the screen are replaced by three asterisks, which is what the user experienced. The cause of the leakage has not been determined.

Event description:
Manufacturer's ref #: (B)(4).